Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The device instructions for use document was reviewed. Review showed relevant instruction related to detection of the issue in chapter 3: preparation and inspection. Also, the reprocessing manual provides relevant prevention steps in chapter 5: reprocessing the endoscope. The investigation determined the likely root cause of the issue was customer reprocessing was not conducted properly due to a leak site at the bending section. Due to the leakage, it is possible the materials were not eliminated during reprocessing. It was further noted the foreign material could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation found the forceps and brush could not pass due to clogging of the instrument channel, the bending section cover had a leak due to perforation/cut/scratch of the bending section, the distal end of the light guide lens had been cracked due to a shock caused by dropping and knocking the endoscope onto a hard surface, a crack of the adhesive on the bending section cover was observed, and there was weak suction function due to the suction channel being clogged. The investigation was ongoing, and follow-up with the user facility was being performed. A supplemental report would be submitted upon completion of the investigation or if any additional information was provided by the user facility.

Event description:
The customer reported to olympus, there was a stop/obstacle in the form of flaxseed in dash board of colonovideoscope which could not brushed off. The issue was found during reprocessing. The device was returned for evaluation. During the device evaluation, the foreign material of unknown origin was found in the biopsy channel and on the light guide lens. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.